Event description:
It was reported that posterior capsule tear occurred during cataract surgery. The akreos lens was removed intraoperatively and exchanged for a back up lens. Add'l info has been requested, but has not been received.

Manufacturer narrative:
The lens was returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.